Event description:
It was reported that the user experienced recurrent early-morning hypoglycemia after starting the ilet, while also misusing meal announcements by not spacing meals adequately and using meal entries as correction doses. Symptoms included low blood glucose down to 40 mg/dl with episodes lasting up to 1.5 hours, without loss of consciousness or need for third-party assistance. Outcomes included use of oral carbohydrates and device low and urgent low alerts, with no professional medical intervention or hospitalization. Investigation included review of device data and the 30-day bionic report, user interview, and education regarding alert settings, cgm target range coordination with a healthcare professional, and proper meal announcement protocol. Investigation of this case revealed inappropriate use of meal announcements and deviation from the recommended learning-phase protocol contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect meal announcement behavior and overcorrection, and additional training was assigned.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.